Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with the gluc3 (glucose hk) assay on a cobas 6000 c501 module. The following example was provided by the customer: the sample initially resulted in a gluc3 value of 100 mg/dl. The sample was repeated two times, resulting in gluc3 values of 81 mg/dl and 114 mg/dl. No questionable result was reported outside of the laboratory. The gluc3 reagent lot was 65281701 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The operator observed leakage in the probes. The operator replaced the sample probe on (B)(6) 2022. The field service engineer then checked the sample probe adjustment, carried out performance checks, and confirmed the results were acceptable. After these service actions, the customer randomly noted discrepant high results for a different assay and ise quality control results out of range. The field service engineer checked again the analyzer and found that the cuvettes were overflowing and adjusted the gear pump pressure. The investigation is ongoing.

Manufacturer narrative:
The field service engineer readjusted the cell rinse volumes. He confirmed that the analyzer was running back within specification. The investigation determined the service actions performed resolved the issue.